Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by the customer or technical support, and no replacement pump was documented.